Manufacturer narrative:
H3. Device analysis for extension va2z6gw006 revealed conductors 0, 2, 3, 5, 6, and 7 were broken 40.1cm from the distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. B17, c20, and d14 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 13-jun-2028, UDI#: (B)(4), g2: the country of origin is the netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was high impedance, and the cause of the issue was unknown. The lead was replaced, and the issue was resolved.